Event description:
This problem did not occur on a specific patient but on several patients. The surgeons were using the bard-parker protected blade stainless steel. They noted that the blades were like "sawing instead of cutting" and getting "dull with use." It was taking four blades instead of one blade. The supervisor first contacted the MFR regarding their complaints a few months ago. The MFR responded a few days later, after the complaint, regarding corrective action being initiated by a multifunctional team to address the situation. In the meantime, we have changed back to the non-protected surgical blades based on patient safety and physician satisfaction.